Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's blood glucose (bg) levels dropped to 2.9 mmol/l (52.2 mg/dl) while wearing the pod between 37 and 48 hours on the arm. It was reported that the patient lost consciousness. He was first attended by a paramedic at the site of the incident; the paramedics administered glucogel. Upon arrival at the hospital, the patient remained under observation until being discharged approximately four hours later. Reported symptoms included loss of consciousness and low bg levels. Apart from the glucogel administered, no other treatment was mentioned. The patient was discharged the same day, on (B)(6) 2025.